Manufacturer narrative:
H3: one device was received. A review of the event history log found a high alarm displayed: upstream occlusion. No defects/discrepancies were noted during the visual inspection. During the functional testing, the customer reported issue was able to be confirmed. The cause of the issue was that the downstream occlusion (dso) sensor was not within calibration. The dso sensor was calibrated to address this issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was an overpressure alarm. There was no patient involvement. The issue occurred during testing.